Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient experienced ¿a vascular occlusion in the lips¿ immediately after the injection and ¿the patient developed a blister, now there are 5 blisters¿ after they were injected in the lips with juvéderm® ultra xc. Treatment is noted as 5 rounds of hylenex. Events are ongoing at this time.